Manufacturer narrative:
As of today, the product has not been received for analysis. Should the product be returned and analysis completed, this report will be updated.

Event description:
Subsequent information indicates that the patient underwent a revision procedure where the lead and device were explanted. The products are to be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was inspected and analyzed. The lead was returned in two sections. Visual and x-ray inspection confirmed that a fracture occurred approximately 26 centimeters from the is-1 terminal pin. No further testing was performed.

Event description:
The lead has been returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed pacing impedances of greater than 2000 ohms. There was also noise that had been oversensed and led to inappropriate atrial tachy response (atr) episodes. A lead fracture was suspected but not confirmed. The device was reprogrammed to ddi mode. The patient was to be seen at a future date for follow up. There were no adverse patient effects reported.